Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar with collar damaged (distal shaft lifted). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2017. It was reported that the device was unable to cross the lesion. The 90% stenosed target lesion was moderately tortuous and severely calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the device could not cross the lesion. The procedure was completed with another of the same device. The patient was stable. However, device analysis revealed that the collar was partially separated.